Manufacturer narrative:
The account replaced the head hi/low down valve but the issue remained. Repairs have not been completed.

Event description:
Information received indicates the head hi/low function is drifting down.